Event description:
Facility reports, resident was sitting on a bolero after being bathed. Resident raised right leg and the lift suddenly tipped over. The resident and care provider fell. The bolero ending on top of them. Head of the resident was hit and arm of the care provider was hurt, which resulted in bruises.